Event description:
The ats 1200 tourniquet system did not hold pressure when it is in use. It was used in two surgeries but it could not keep the pressure which caused bleeding to the patients. No additional clinical information was received prior to this report.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.